Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low blood glucose readings and a keypad anomaly from the insulin pump. The customer's blood glucose reading was 20 mg/dl. The customer stated that she had experienced low blood glucose readings for 3 weeks. The customer had symptoms such as sweating and fatigue. The customer treated for the low blood glucose readings with a glucose solution and juice. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the pump has been exposed to an MRI. The customer stated that she also had high blood glucose readings but declined to troubleshoot. The customer also stated that the "b" and "act" buttons are hard to press. The customer will be sent a replacement pump due to keypad anomaly.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. All of the buttons functioning properly. No damage was found on the keypad traces noted during our visual inspection. The back light functioned properly. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.